Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057650) on 16-nov-2015. The most recent information was received on 08-mar-2019. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), seizure ("possible seizures"), genital haemorrhage ("abnormal bleeding"), endometrial ablation ("either before or after a few weeks a uterine ablation"), blindness ("loss of vision"), deafness ("loss of hearing/ bad hearing") and glaucoma ("glucoma eye") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, female sexual dysfunction and neurologic disorder nos. Concurrent conditions included post-traumatic stress disorder, body mass index normal, arthritis, post-traumatic stress disorder, fibromyalgia, bipolar disorder and borderline personality disorder. Concomitant products included sertraline for post-traumatic stress disorder as well as lactobacillus acidophilus (acidophilus). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criteria hospitalization and disability), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain / severe stomach cramping"), abdominal pain ("abdominal pain / severe abdominal pain like a spasm"), cluster headache ("cluster headaches/ headaches"), the first episode of abdominal distension ("severe bloatedness, in the morning her stomach was flat and by bedtime she would look like pregnant"), back pain ("minor back pain"), spinal pain ("severe neck pain all the way down to the bottom of her spine"), visual impairment ("vision impairment"), memory impairment ("short term memory problems/ could not remember words and was forgetful"), pollakiuria ("frequent urination"), speech disorder ("speech was impaired"), motor dysfunction ("motor skills were affected"), paraesthesia ("hands, legs and toes were tingling"), feeling abnormal ("felt like her brain shut off"), pain in extremity ("legs were hurting"), pain ("whole body was aching / pain was unbearable"), gait disturbance ("it was like her left leg would not walk and she had tripped several times"), fall ("fallen several times"), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("abnormal menstruation pain/ dysmenorrhea (cramping)"), menstruation irregular ("irregular menses"), the second episode of abdominal distension ("bloating"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations/ gain and loss, fluctuation"), anxiety ("anxious"), depression ("depressed"), mood swings ("hormonal changes describe:severe mood swings/ mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding-menorrhagia"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:uti"), loss of libido ("reproductibe system disorder or condition type of disorder or condition:loss of libedo complication"), nausea ("nausea"), sensory disturbance ("neurological conditions or problems type: effects all sense/ all senses were effected"), allergy to metals ("nickel allergy"), blindness (seriousness criterion medically significant), deafness (seriousness criterion medically significant), female sexual dysfunction ("sexual disfunction") and glaucoma (seriousness criterion medically significant) and was found to have waist circumference ("waist was varying in size") and weight increased ("weight gain"). The patient was treated with acetylsalicylic acid (aspirin), alprazolam (xanax), ibuprofen, naproxen, paracetamol (tylenol regular) and surgery (plantiff underwent partial hysterectomy with removal of essure device on nov-2016.). Essure was removed on 9-nov-2016. At the time of the report, the pelvic pain, seizure, genital haemorrhage, endometrial ablation, abdominal pain upper, cluster headache, back pain, spinal pain, visual impairment, memory impairment, pollakiuria, speech disorder, motor dysfunction, paraesthesia, feeling abnormal, waist circumference, pain in extremity, pain, gait disturbance, fall, headache, dysmenorrhoea, menstruation irregular, alopecia, dysgeusia, fatigue, weight fluctuation, depression, mood swings, vaginal haemorrhage, menorrhagia, urinary tract infection, loss of libido, nausea, sensory disturbance, allergy to metals, blindness, weight increased, deafness, female sexual dysfunction and glaucoma outcome was unknown and the abdominal pain was resolving. The reporter provided no causality assessment for endometrial ablation with essure. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, blindness, cluster headache, deafness, depression, dysgeusia, dysmenorrhoea, fall, fatigue, feeling abnormal, female sexual dysfunction, gait disturbance, genital haemorrhage, glaucoma, headache, loss of libido, memory impairment, menorrhagia, menstruation irregular, migraine, mood swings, motor dysfunction, nausea, pain, pain in extremity, paraesthesia, pelvic pain, pollakiuria, seizure, sensory disturbance, speech disorder, spinal pain, urinary tract infection, vaginal haemorrhage, visual impairment, waist circumference, weight fluctuation, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on an unknown date: results: confirmed proper placement and full occlusion; in 2008: I. Normal uterine cavity. 2. The fallopian tubes are occluded by the micro inserts.. Ultrasound scan - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 8-mar-2019: pfs received. Reporter's information was added. Events added: severe mood swings, abnormal bleeding (vaginal, menorrhagia), uti, loss of libedo complication, nausea, neurological conditionsor problems type: effects all sense, nickel allergy, loss of vision, weight gain, loss of hearing, sexual disfunction, glaucoma eye. Event outcome of abdominal pain was updated. Medical history, lab data was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: mw5057650) on 16-nov-2015. The most recent information was received on 14-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), intra-abdominal haemorrhage ("severe abdominal bleeding") and abdominal pain ("severe abdominal pain / abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted for female sterilization. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizures (seriousness criterion hospitalized and hospitalized), genital haemorrhage (seriousness criterion medically significant), endometrial ablation ("menorrhagia"), abdominal pain upper ("stomach pain / severe stomach cramping "), abdominal pain ("abdominal pain / severe abdominal pain like a spasm "), cluster headache ("cluster headache "), abdominal distension (¿severe bloatedness, in the morning her stomach was flat and by bedtime she would look like pregnant¿), back pain (¿minor back pain¿), spinal pain (¿severe neck pain all the way down to the bottom of her spine¿), visual impairment (¿vision impairment¿), memory impairment (¿short term memory problems/ could not remember words and was forgetful¿), pollakiuria (¿frequent urination¿), speech disorder (¿speech was impaired¿), motor dysfunction (¿motor skills were affected¿), paraesthesia (¿hands, legs and toes were tingling¿), feeling abnormal (¿felt like her brain shut off¿), waist circumference (¿waist was varying in size¿), pain in extremity (¿legs were hurting¿), pain (¿whole body was aching / pain was unbearable¿), gait disturbance (¿it was like her left leg would not walk and she had tripped several times¿), fall (¿fallen several times¿), headache (¿headache¿), migraine (¿migraine¿), dysmenorrhoea (¿abnormal menstruation pain¿), menstruation irregular (¿irregular menses¿), abdominal distension (¿bloating¿), alopecia (¿hair loss¿), dysgeusia (¿metallic taste in mouth¿), fatigue (¿fatigue¿), weight fluctuations (¿weight fluctuations¿), anxiety (¿anxious¿), and depression (¿depression¿). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy.). Essure was removed. At the time of the report, the pelvic pain, seizures, genital haemorrhage, endometrial ablation, abdominal pain upper, abdominal pain, cluster headache, abdominal distension, back pain, spinal pain, visual impairment, memory impairment, pollakiuria, speech disorder, motor dysfunction, paraesthesia, feeling abnormal, waist circumference, pain in extremity, pain, gait disturbance, fall, headache, migraine, dysmenorrhoea, menstruation irregular, abdominal distension, alopecia, dysgeusia,fatigue, weight fluctuations, anxiety and depression was unknown. The reporter considered pelvic pain, seizures, genital haemorrhage, endometrial ablation, abdominal pain upper, abdominal pain, cluster headache, abdominal distension, back pain, spinal pain, visual impairment, memory impairment, pollakiuria, speech disorder, motor dysfunction, paraesthesia, feeling abnormal, waist circumference, pain in extremity, pain, gait disturbance, fall, headache, migraine, dysmenorrhoea, menstruation irregular, abdominal distension, alopecia, dysgeusia,fatigue, weight fluctuations, anxiety and depression to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - confirmed proper placement and full occlusion. Ptc investigation result was received on 29-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: follow up received via a summons form: case classification was updated to potential legal case and new reporters was added. Also new events was added with product stop date. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.